Event description:
Additional information received from the consumer reported the therapy issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that for the past two nights, they have turned off therapy at night, and in the morning, the therapy was on without their intervention. The patient initially noticed this issue occurring 4-5 times months ago. The agent reviewed how to turn therapy off and on. During the call, the patient was able to connect to the implanted neurostimulators and turn the therapy on and off. The patient will monitor the situation and call back if further assistance is needed. The patient mentioned experiencing severe tremors when the therapy is off, making it difficult to write and requiring the use of a sippy cup. The patient also mentioned that they will be traveling to las vegas for a week and will monitor the programmer, planning to call back upon return if they have any questions or issues with turning the therapy off.